Manufacturer narrative:
Investigation summary: "bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for separates was observed. Additionally, 10 retention samples from each of the reported lot numbers from bd inventory were evaluated by functional testing] and the issue of separates was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported that when using the bd a-line¿, the plunger broke on 386 units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd a-line¿, the plunger broke on 386 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.